Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the touch screen assembly. Touch screen assembly replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the touch screen on the 9800 system was not working properly when entering patient data. No patient injury reported.